Event description:
The technician reported the bed exit alarm did not sound when a pt exited the bed. The bed was located on the second floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the pt position module seat sensor strips are not functioning due to age and normal wear and tear. The technician replaced the pt position module seat sensor strips to resolve the issue. Based on this information, no further action is required.